Manufacturer narrative:
Film evaluation summary: the reported endoleak was confirmed on the films provided; however, the cause and subtype of the endoleak could not conclusively be determined. Lack of pre-implant cts did not allow for a thorough assessment of the pre-implant anatomy. Endoleak interrogation via selective angiograms (i.e., injecting contrast from several levels within the stent graft) was not available for review, and only one viewpoint was provided (a-p), making determination of the endoleak difficult. Moreover, images showing the endurant cuff implanted in the patient were not available to assess the reported remaining endoleak after the cuff implantation. Based on the reviewed images, the endoleak appears likely to have been a type ia proximal endoleak due to lack of adequate proximal seal; however, the presence of a concomitant type ii endoleak from a patent collateral vessel cannot be ruled out. It is possible that the neck angulation may have contributed to the endoleak, but this could not be confirmed. It is possible that the embolization procedure to treat the reported type ii endoleak l also resolved a type ia endoleak in the same area. Analysis of the returned films did not reveal any out-of-specification stent graft integrity issues. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An endurant cuff and bifurcate stent graft were implanted during the endovascular treatment of a 54mm aaa. It was reported that during the index procedure, a type ii endoleak occurred after the bifurcate was implanted. An endurant cuff was implanted however the endoleak remained. Ballooning with a reliant balloon was performed, followed by the implantation of a 25 cuff, followed by embolization and glue injection. Ballooning was performed again and the endoleak resolved. Per the physician, the cause of the type ii endoleak is undetermined. No additional clinical sequalae were provided and the patient is fine.